Event description:
During the eval of a returned spectrum infusion pump, 34 occurrences of an "air-in-line" alarm were identified in the event history log. There was no pt injury or medical intervention required since these items were found during eval of the device.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The reported "air-in-line" alarms were confirmed through the event history log review. The cause was undetermined. If any add'l info is received a f/u will be sent. The ultrasonic sensor and processor pcb were not replaced as this device has been retired from service.